Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant attempt, upon attempting to map the atrium, this lead demonstrated extremely high noise levels, almost like a 50 hz signal. By testing in a unipolar configuration to both electrodes, the problem was isolated to the distal electrode. The helix was extended and retracted outside the body and another attempt was made, but noise levels remained extraordinarily high. The lead was not used, so the helix was never extended into the tissue, nor was a proper impedance level obtained. Another lead was used and worked properly. There were no patient complications reported as a result of this event.